Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The day after onset, the patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with injection of vancomycin (2 grams, frequency and route not reported) for the peritonitis event. The patient was discharged from the hospital two days after admission. At the time of this report, it was unknown if the patient recovered from the event. Action taken with dianeal therapy was not reported. No additional information is available.